Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated the patient¿s weight when the pump went empty in (B)(6) 2016 was (B)(6) pounds. It was noted the patient had lymphedema and therefore their weight fluctuates. It was further reported the patient¿s pump was not responsible for any of their health issues. The lack of a physician to refill the pump and then the rehab facilities belief it was too expensive to refill the pump was the reason. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver dilaudid (concentration and dose unknown), indicated for sciatic nerve injury and spinal pain. It was reported that the patient¿s pump went dry in (B)(6) 2016 because she was at rehab. It was stated that the doctor told her that there was an issue with (B)(6) and the charge from the doctor for a fill. It was stated that the issue was resolved. No further complications were reported/anticipated as a result of the event.